Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause for the malfunction "red stripe in the image" could not be determined. In addition, based on the results of the investigation, a definitive root cause for the malfunction " liquid or residue found beneath the cover glass of the insertion section " could not be determined. Additionally, the most probable cause of the purple image was determined to be a broken charged coupled device. The loss light transmission was most likely due to a broken light guide bundle in the video cable section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation, the subject device had red stripe in the image. The issue occurred at a therapeutic laparoscopic cholecystectomy procedure. The procedure was delay of less than 30 minutes and completed with an olympus back-up device. There were no reports of patient harm.